Event description:
The dl2000 data management system is substantially equivalent as the remisoi200 date management system. For the purposes of this event, beckman coulter will consider sl2000 and remisoi2000 the same. A customer contacted beckman coulter regarding wrong test results that were being sent by the date management system (e.g., remisoi2000) to their laboratory info system (lis). The customer indicated that an acetaminophen (actm) test was ordered at their lis. The test order was received by the data management system; it would sent the request to the chemistry analyzer as complement c3 (c3). After the test results have been reported by the chemistry analyzer, the analyzer sends the c3 result to the data management system as a c3 results. Since the lis recognizes transmitted data as an actm test result, it coverts the c3 result as an actm test result. The customer indicated that the error was caught when an operator noticed the instrument performing the wrong test. The customer indicated that due to this event, treatment was incorrectly withheld on some of the pts.